Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient had woken up in the middle of the night with an irregular heart rhythm, and a low pulse. The patient was admitted to the hospital, and surgical intervention was performed. During the procedure, the right ventricle (rv) lead, was observed to be broken, and an isolation anomaly was detected. Additionally, the pg was repositioned during the procedure to replace the rv lead, and remains implanted. There were no additional adverse effects to the patient reported.